Event description:
The customer stated that she was hospitalized due to dehydration and diabetic ketoacidosis. The blood glucose reading at the time of the event was not reported. The customer stated that prior to the event she received several no delivery alarms on the insulin pump. Troubleshooting was performed, and it was found that the insulin pump alarmed no delivery when disconnected from the customer's body. The customer stated that she was unable to manually push insulin from the reservoir into the tubing. Using a new infusion set and reservoir, the customer was able to prime the insulin pump without any alarms. The insulin pump passed the prime test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.